Event description:
It was reported that a patient had a broken cassette which was used for automated peritoneal dialysis (apd) therapy. There was no patient injury or medical intervention indicated at the time of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation and the lot number was not known. Should additional relevant information become available, a follow up medwatch will be submitted.